Event description:
The customer was taken by paramedics to the hosp due to diabetes ketoacidosis. The blood glucose reading was over 800 mg/dl. It was also reported that the insulin pump had an excessive no delivery alarms. It was stated that the customer changes the infusion sets every three to four days. Reviewed insertion technique and found that the customer sits when inserting and pinches up her skin. Ran a 10u bolus and the no delivery alarm occurred within specs. The device passed the lead screw test. Advised customer of proper insertion and three days maximum use for each infusion set.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.